Manufacturer narrative:
The field service engineer (fse) found an issue with a valve affecting the flow of diluent. The fse replaced 2 valves along with the syringe seals. The customer ran acceptable calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of voltage errors on their cobas 8000 ise module. The customer ran qc and the results failed. Due to the qc results, the customer looked back at patient samples that had been run and released prior to the failed qc and found discrepant results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl). The initial k result was 6.44 mmol/l. The repeat result was 5.3 mmol/l. The initial cl result was 125 mmol/l. The repeat result was 103 mmol/l. The initial na result was 170 mmol/l. The repeat result was 141 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.